Event description:
It was reported that during a laparoscopic gastric bypass, the device was used on the stomach, third firing, the device cut but the staples did not form in the middle of the staple line. The area was handsewn and another device was used to complete the case. There was no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). One piece sled. Eval summary: the ec60 device was rec'd with no visual non-conformances and with a blue cartridge present. The device was loaded with a partially fired cartridge. Upon further inspection of the cartridge, the one-piece sled was found damaged. One possible cause for this type of damage may be improper loading of the cartridge. If the cartridge reload is not fully seated when the device is closed, the sled will break. When inserting the cartridge, slide it against the bottom of the cartridge jaw until the cartridge reload alignment tab stops in the cartridge reload alignment slot. Snap the cartridge reload securely in place. The device is now loaded and ready for use. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.